Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.